Event description:
This case was initially received via regulatory authority (B)(6) on 20-sep-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("regular pelvic pain which became permanent and invalidating") in a (B)(6) year-old female patient who had essure (batch no. D60145) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria disability and intervention required), dyspareunia ("coital pain"), menorrhagia ("too long menstrual periods sometimes haemorrhagic"), fatigue ("strong chronic fatigue"), pollakiuria ("pollakiuria"), bladder pain ("bladder pain"), pain in extremity ("generalized pain in arms and legs"), back pain ("generalized pain in back"), arthralgia ("strong joint pain"), aphasia ("difficulty to find words"), disturbance in attention ("difficulty concentrating on several things at the same time"), dizziness ("difficulty to remain on her feet without dizziness") and pruritus generalised ("itching all over the body"). The patient will be treated with surgery (pending for hysterectomy on (B)(6) 2017). At the time of the report, the pelvic pain, dyspareunia, menorrhagia, fatigue, pollakiuria, bladder pain, pain in extremity, back pain, arthralgia, aphasia, disturbance in attention, dizziness and pruritus generalised outcome was unknown. The reporter provided no causality assessment for aphasia, arthralgia, back pain, bladder pain, disturbance in attention, dizziness, dyspareunia, fatigue, menorrhagia, pain in extremity, pelvic pain, pollakiuria and pruritus generalised with essure. The reporter commented: in sick leave since (B)(6) 2017, daily pain which was incapacitating. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Blood test, MRI, colonoscopy, and several ultrasounds and consultation with gp and gynecologist were performed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-sep-2017: quality-safety evaluation of ptc. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case, a search in the database was performed on (B)(6) 2017 for the following meddra preferred terms: pelvic pain: the analysis in the global safety database revealed 4449 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer or regulatory authority is not possible. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.